Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the submitted log file; however, the alarm was not reproduced during testing of the returned backup battery (serial number: (B)(6)). The log file contained approximately 7 days of data (04may2020 ¿ 11may2020 per the timestamp). The log file captured the system controller clock being changed on 05may2020 at 7:05:35. When the clock was changed, the year was changed to 2028, which caused a backup battery fault alarm associated with a backup battery end of service life fault; by design, this alarm is only visible on the system monitor and does not activate on the system controller. This alarm occurred due to the date on the controller clock being greater than the expiration date of the backup battery. The alarm was briefly cleared multiple times in the log file, but returned within six seconds each time. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The backup battery was manufactured on 17nov2018 and expires on 17nov2021. The root cause of the reported event was determined to be the system controller clock being incorrectly set to the year 2028, resulting in the controller date being greater than the expiration date of the backup battery. The heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU under section 4 ¿system monitor¿ (subsection ¿admin screen¿), explains how to set the date and time on the system controller clock via the system monitor. This section also explains how to how to view the backup battery information on the admin screen, including the manufacture date. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. The heartmate 3 IFU section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. The heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a review of submitted log files a backup battery fault. There was no alarm for this event on the system controller. The system controller backup battery was exchanged.